Event description:
Abbott coronary dilatation balloon 3.0mm x 12 mm trek was inflated to 8 atm then would not deflate. Initially passed a 3.0 x 12 trek complaint balloon to the mid lad to the lesion closer to the diagonal bifurcation which was inflated to 8 atmospheres, and at that point it was noted that there was some air in the balloon so we attempted to deflate and reinflate. However, the balloon would not deflate, and this gave considerable concern as it was semi-occlusive, causing considerable ischemia and chest pain. It transpired that this was most likely a defective balloon. There was no evidence of kinking on insertion of the balloon, and I requested the help of one of my senior colleagues, (B)(6). He forcefully pulled back the balloon into the guide while inflated as there was no other option. Fortunately, there was no evidence of injury to the vessel.